Manufacturer narrative:
Pump powered up properly and no blank display noted. Pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive delivery alarms noted. Pump was monitored and no alerts or alarms occurred during testing. No damage was found on the lcd isolation tape during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer states the pump showed it alarmed for battery failure. The customer's blood glucose level at the time of incident was 284mg/dl. The customer states they had received replacement battery cap, but the issues persist. The customer was advised the pump would be replaced and returned for analysis. The customer states they had also been hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level had been as high as 413mg/dl. The customer states the pump was dead and was on the way to the hospital to treat.